Event description:
Unable to attach defibrillator cable to cassette attempted with three different sets of cables two different crash carts used fourth set of cables seated pt was then defibrillated three times unsuccessfully.